Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
Technician alleged that when the brake was applied the casters would swivel. No patient impact.